Manufacturer narrative:
The investigation for the reported high purge pressure has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the high purge pressure could not be determined. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported since the first day of insertion, the impella had purge system blocked and high purge pressure alarms. The medical team ran tissue plasminogen activator in the purge solution but reported there was no change to purge flow or purge pressure. It was advised by abiomed support staff to change the purge cassette as part of troubleshooting. The plan was to wean and explant the patient. The patient remained on impella 5.5 support for 5 more days before successfully being weaned and explanted. There was no information provided how the purge issue was resolved. There was no harm to patient reported.